Event description:
It was reported that high impedance was observed on this patient's device, and the device was not disabled at that time. The patient received a lead revision. The explanted product was sent to the facility¿s pathology department. No other relevant information has been received to date.

Event description:
The facility will not send back explanted products to the manufacturer.